Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the patient had bradycardia, hypotension then desaturated on 3100 a ventilator. The customer reported patient was put on a manual resuscitator (bagged) and did not tolerate then cardiopulmonary resuscitation was applied. The customer reported that the patient was put back on the ventilator gave 40 ml of 5 percent to optimize preload prior trying again with the higher mean airway pressure of 30, lower amplitude of 40 and hertz of 6 and this worked.